Event description:
It was reported that, "the circulating nurse opened the first layer of package, outer blister. The circulating nurse noticed that the inner blister was already beginning to peel back slightly, exposing the contents. Since sterility was in question, we used another implant."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.